Event description:
Account reported that temperature port plugs open during procedures. Reporter stated that they received 3 complaints and all happened during pt use. Next, reporter indicated "pts are waking up because gases aren't going in." Per reporter during one procedur "pt started to wake up". When the condition was observed, the port was not closed and physician "had to sedate pt more". The physician and nurse would not provide any specific pt info, and would not report whether pt injury occurred and/or medical intervention was required as a result of the reported condition.